Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of around 569 mg/dl and their insulin pump alarmed failed battery test. Patient's current blood glucose value: 230 mg/dl. No symptoms or treatment were reported. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was monitored for several days. Unit was received with all operating currents within specification and passed unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected weak battery alarm anomalies noted. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip.